Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. This is report 1 of 3. There was no report of patient impact. The following information was provided by the initial reporter: three of their clinic locations had noticed an oily substance on multiple syringes for bd sku# (B)(4)

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After receiving additional information from the customer, the foreign matter was determined to be outside the syringe and not in the fluid path. Foreign matter not within the fluid pathway may cause a customer inconvenience but will not lead to any degree of harm/serious injury. Therefore, this MDR will be cancelled.

Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. This is report 1 of 3. There was no report of patient impact. The following information was provided by the initial reporter: three of their clinic locations had noticed an oily substance on multiple syringes for bd sku# 302832.